Event description:
The chrome is allegedly flaking off of the handrim. No serious injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. Model t4 serial number (B)(4) is approximately 4 months old. User manual part number 1110558 rev h (feb-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is found on page 12: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. A qualified technician must perform the initial set up of this wheelchair. Also, a qualified technician must perform all procedures specifically indicated in the manual." The consumer's maintenance and usage of the wheel chair are unknown. The loading of the device is unknown. The following warnings are provided to the consumer to prevent broken parts and peeling chrome on hand rims. It is unknown if accessories have been added that may have come in contact with the chrome on the rims causing them to peel. The following warning is provided on page 12: "accessories warnings - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." It is unknown what type of surfaces the consumer is using with the device. It is unknown if children are playing with the device. It is unknown if the chrome came in contact with an open flame. The following warnings are provided on page 13: "warning - to determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Do not stand on the frame of the wheelchair. Always use the handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user. Do not operate on roads, streets or highways. Do not allow children to play on or operate the wheelchair. Do not operate on soft surfaces such as sand, grass, or gravel. The weight of the consumer is unknown. Weight limitation for the tracer IV wheelchair with standard wheel package has a weight limitation of 350 lbs (159 kg). The tracer IV wheelchair with the heavy duty wheel package has a weight limitation of 450 lbs (205 kg.). "